Event description:
Clinic recommended patient to have a prostate gland reduction. Clinic recommended a dr. The procedure was a disaster, pt has experienced burning, pain, bladder pain, "urethrea," fever, uti, shaking, been to ER 3x.